Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013, day 7 of usage, the sensor was removed and the sensor wire was not visible. The patient reported experiencing no discomfort and no medical intervention was required. The was in fine condition at the time of the report.